Manufacturer narrative:
During pentax internal review it was discovered on september 6, 2021 that the event was not reportable but filed under MDR (9610877-2021-10227) which was submitted on july 24, 2021. This product is not reportable because of OEM products. Pentax has forwarded this complaint to the legal manufacturer. This report is being filed as part of the pentax backlog management plan.

Event description:
During pentax internal review it was discovered on september 6, 2021 that the event was not reportable but filed under MDR (9610877-2021-10227) which was submitted on july 24, 2021. This product is not reportable because of OEM products. Pentax has forwarded this complaint to the legal manufacturer. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ka-2415s is available in the USA with 510k number k951198. Lot number is unavailable. Evaluation summary: it was caused due to an excessive force applied on the force during use. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Following a test on a brand new biopsy forceps coming out of stock for investigation, the pulling wire detached from its attachment on the slider. The impact is that forceps jaws remain irretrievably open.